Event description:
It was reported that the patient heard an alert tone and when to their clinic. It was found that the right ventricular (rv) lead¿s rv coil impedance had increased above the impedance alert level three times in the past month. Possibility of lead fracture was noted. The lead remains in use and will be monitored. The patient was instructed to perform a remote transmission in a week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and there was a lead impedance out of range alert. It was noted that the rv (right ventricular) defib lead impedance warning occurred on (B)(6) 2014 for lead impedance at 162 ohms and the rv pacing defib impedance measured 141 ohms on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2012. (B)(4).